Event description:
It was reported that medical attention was sought on (B)(6) 2019 at the end-uses home. The end-user stated that she performed a blood glucose test around 10:00am and received a result that was 519mg/dl. A normal blood glucose reading for her is around 120mg/dl. End -user stated she wasn't feeling well, and she drove herself to (B)(6). End-user stated that she does not remember what her blood glucose was when she arrived at the hospital just that it was higher than normal . She stated that she was given a tablet to lower her blood glucose. She was discharged after 6 hours and her blood glucose was around 200mg/dl. Meter memory was deleted so the end-user was unable to provide test results. End-user was informed that her test strips are expired. No additional information was provided.